Event description:
It was reported that some stored egms revealed noise. The noise could not be reproduced in the clinic and there was only a slight change in lead impedance measurements. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.